Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker experienced premature battery depletion. This device was explanted and a new pacemaker was implanted. No additional adverse patient effects were reported.